Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an "eod" error with alarms occurred on channel a of the heater cooler. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.